Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. It is alleged that several years post implant the patient was treated for a hernia recurrence. Additionally alleged is that the ventralex patch "caused damage to his internal organs" based on the limited information provided it is unclear what type of damage is being alleged. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacuring lot fo 146 units released for distribution in july, 2008. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusion can be made. Per the medical record review, about 4 years 5 months post implant of ventralex mesh, patient had seroma, infection, non healing abdominal wound and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists seroma, infection as possible complications. In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch "because the mesh was defective, failed, and caused damage to his internal organs." It is alleged by the patient's attorney that the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia, epigastric/incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿hernia sac was dissected, and the umbilical skin was tacked back to the fascia with suture. In epigastric area, hernia sac was excised, and the two hernias were connected to form one hernia. A ventralex mesh was placed underneath the fascia and secured with suture.¿ (B)(6) 2009 - patient was diagnosed with non-healing abdominal wound, seroma, small area not closed over the mesh thereby underwent revision surgery to repair. Per operative notes, ¿previous scar was excised around the mesh. Skin flaps were developed below the subcutaneous tissue laterally on both sides of the incision until these would pull across the mesh with minimal difficulty. Drain was sewn with suture.¿ (B)(6) 2013 - patient visited hospital for infected mesh and oozing drainage for the past 18 months. (B)(6) 2013 - patient was diagnosed with infected ventral hernia mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh was identified and the sutures were retrieved. There was obvious purulent material present in the preperitoneal space in and around the mesh, part of the mesh which was cultured. Once the mesh had been completely removed, the preperitoneal space exploited and expanded slightly.¿ attorney alleged that the patient had adhesions, hernia recurrence, seroma, infection, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. It is alleged that several years post implant the patient was treated for a hernia recurrence. Additionally alleged is that the ventralex patch "caused damage to his internal organs" based on the limited information provided it is unclear what type of damage is being alleged. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot for (B)(4) units released for distribution in (B)(4) 2008. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, on (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch "because the mesh was defective, failed, and caused damage to his internal organs." It is alleged by the patient's attorney that the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain.